Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve the patient exhibited first degree atrio-ventricular (av) block. Following an electrocardiogram (ECG) there was no treatment or intervention, and the condition was reported as resolved. It was also noted that the patient had pre-existing left bundle branch block (lbbb) prior to the valve implant procedure. Subsequently, it was reported that one year post-implant the patient experienced a transient syncopal episode. The patient was evaluated, and high blood pressure and transient complete atrio-ventricular (av) block were observed, along with continuation of the pre-existing lbbb. The patient's ECG returned to normal and the patient was discharged. The cause of the fainting was not known. A permanent pacemaker was subsequently implanted, resolving the complete atrio-ventricular (av) block, which was determined to be possibly valve-related.

Manufacturer narrative:
Additional information was received that the patient's weight was 38 kilograms.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.